Event description:
A medtronic representative reported that during a lumbar spinal fusion procedure, the surgeon claimed a 2mm lateral inaccuracy. The reference frame was placed on l3. The surgeon was inaccurate with the purple arrayed awl probe tap (apt) instrument on l3, as well as the levels above l3. The probe geometry error was well within specified limits. The surgeon switched to the gold array on the awl probe tap (apt) and it verified/navigated accurately. The case proceeded as planned with no impact on patient.

Manufacturer narrative:
When device is connected to known good instrument with markers attached and fully seated the teratracker returned good geometry and divot error readings. No problem found.

Manufacturer narrative:
The suspect device has not been returned to the manufacturer for evaluation. A medtronic representative determined that the site was using a non-medtronic tap in the medtronic apt. A replacement purple array has been shipped to the site for issue resolution.